Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had autofill error issue. There was no patient involved.

Manufacturer narrative:
After further review it was determined that the event was already reported in tw#(B)(4).hence, the complaint is invalid and no follow up report is necessary.please cancel in your database.

Event description:
N/a.